Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported multi organ failure, intracerebral hemorrhage, and patient outcome could not be conclusively determined through this evaluation. The account reported that the patient was admitted to the emergency room (ER) on (B)(6)2021. A brain computer tomography (CT) scan was performed on (B)(6) 2021 that revealed an intracerebral hemorrhage (ich). A craniectomy was performed on (B)(6)2021. The patient ultimately expired due to multiple organ failure on (B)(6) 2021. The pump was not explanted and was not returned for evaluation. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU is currently available. Multiple types of organ failure/dysfunction, bleeding, stroke, and death are listed as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 ¿patient care and management¿ provides information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient felt weakness and was admitted to the emergency room (ER) on (B)(6) 2021 at midnight. The patient went unconscious at the ER. The patient's flow was 3.5 liters per minute (lpm), pulsatility index (pi) was 7-9, and blood pressure was 119/86 mmhg. A brain computed tomography (CT) was performed. The CT revealed an intracranial brain hemorrhage (ich). A craniectomy was performed on (B)(6) 2021. The patient passed away due to multisystem organ failure on (B)(6) 2021.